Event description:
Healthcare professional reported "intracapsular rupture (¿reason for removal¿), capsular contracture baker grade iii (breast is hard and deformed but without pain). The device has been explanted. This record relates to the right side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "intracapsular rupture (¿reason for removal¿), capsular contracture baker grade iii. Continued e1 phone number: (B)(6). Fax (B)(6).